Event description:
The customer reported an unspecified insertion issue with the abbott diabetes care (adc) device. After application, the needle remained stuck in the sensor. The customer did not report symptoms, and the customer had contact with a healthcare professional (hcp) who removed the needle for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.